Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 5. Reference MFR. Report#: 1627487-2011-05562, 05607, 05608, 05609. The pt received a paddle lead on (B)(6) 2007. On (B)(6) 2007, she received three lead extensions (two from different lots and one from a different model number). The patient underwent surgical intervention to resolve impedance issues she was receiving from her paddle lead. The pt's doctor attempted to replace the lead because he believed it may have been fractured. Upon implanting the new lead, high impedance was revealed. The impedance issues may have been due to the pt's anatomy. The pt had a lot of scar tissue from their previous implant. The new lead was repositioned and adequate coverage was obtained.